Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the lamp ab error was unable to be identified as the device was not returned for evaluation. It was reported that the customer's biomedical team changed the bulb and the subject device began working properly. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) to olympus that there was a lamp ab error on the video system. The device was not used for the procedure because there was no light, and it was found during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
No device was returned to olympus. The olympus technical assistance center (tac) advised an olympus representative who was at the user facility to replace the lamps in the video system in order to resolve the issue. Rep. Confirmed does not need any further support. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.